Event description:
While using a byte night aligners, patient reported that they were examined by their dentist because they developed exposed roots. Patient reports this being very painful and that it is caused by the aligners. Patient does have recession of their gums. Aligner treatment discontinued.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.